Manufacturer narrative:
A steris service technician and district service manager arrived on-site, inspected the scs conveyer system and found the unit to be operating properly. While onsite, the technician was informed that an employee had wrongfully utilized the scs pass-through window to quickly pass an unknown item from one side of the spd to another. The employee manually activated the pass-through window's safety bar in order to raise the window in height. Once the window raised, the employee placed his head and upper body through the window to pass the object and with his head still located under the window manually depressed the conveyer's proximity sensor in order to close the window. Following the manual activation of the proximity sensor, the door began to close making contact with the employee's head, resulting in the reported injury. Upon contact with the employee's head the window raised in height as designed. User facility personnel stated that they are aware that the reported event is attributed to user error. The steris technician counseled user facility personnel of the importance of proper use and operation of the scs conveyor system and pass through window. The unit was manufactured in 2015 and is not under steris contract agreement for maintenance. No additional issues have been reported.

Event description:
The user facility reported that an employee was injured while incorrectly operating an scs conveyor system. User facility personnel declined providing details regarding if any medical treatment was sought or administered.